Event description:
It was reported the pt (B)(6) is without stimulation. Despite ensuring that her ipg is fully charged and that her programmer is in proper working order, the reported issue remains. An x-ray was taken for further interrogation which revealed one of the pt's leads had fractured above the anchor site. Surgical intervention will be undertaken at a later date to address this issue.